Manufacturer narrative:
A sample was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A clinic coordinator reported that during an intraocular lens (iol) implant procedure the capsular bag was shallow. The surgeon attempted to rotate an iol into position, but the bag became ruptured. The lens was cut and removed and an anterior vitrectomy was performed. Before another iol could be implanted it was also noted that a choroidal hemorrhage had developed. At that point, the surgery was completed without an iol, leaving the patient aphakic. Additional information was requested.